Event description:
The bar-end broke off from a (B)(6) capacity carry bar used for transferring patients by means of a human care singel 5100 satellit ceiling track lift (ctl). No pt was involved and no injuries were sustained. Root cause analysis revealed a faulty internal weld on the bar-end. Since the bar-end welds are not visible upon inspection, human care will replace all existing carry bars manufactured prior to (B)(6) 2009. The CAPA to eliminate this condition and prevent future recurrence is to externally weld the bar-ends, visually inspect each weld, and perform a dynamic load test on each complete unit to 115% of maximum load capacity. The above actions were implanted on (B)(6) 2009. Note: human care believes the risk of recurrence is low for units currently installed because: units manufactured prior to (B)(6) 2009 received a dynamic load test to 100% of maximum capacity. All non-installed units have been successfully quarantined either at the manufacturing location in (B)(4) or at (B)(4). One occurrence in 471 units for a success rate of 99.79% (470/471 = .9979 or 1/471 = .0021).

Manufacturer narrative:
Human care (hc) has initiated a replacement strategy for all satellit carry bars manufactured prior to (B)(6) 2009. Human care (B)(4) will coordinate the strategy for all units in (B)(4) will coordinate the strategy in the united states. Hc will manufacturer and test 471 new carry bars. Each bar-end will be externally welded and each carry bar will be tested to 115% of maximum load capacity. Hc will provide multiple shipments of new carry bars to (B)(4). Upon receipt, (B)(4) will visually inspect a statistical sample for compliance to the new processes and for any potential shipping damage. (B)(4) will disseminate accepted new carry bars to the appropriate customers and collect an equal number of old (internal bar-end welds) carry bars. (B)(4) will quarantine and store collected old carry bars until the replacement program is completed. At that time the old carry bars will be returned to hc for final disposition. A similar process of replacement and quarantine will be conducted by hc for all units distributed throughout (B)(4). The entire world-wide replacement process is expected to be completed within a 4 month timeframe.